Event description:
Customer reported the system won't boot or fluoro. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and replaced the sram card. System operates as intended.